Manufacturer narrative:
Additional information received indicated the results of the chest x-ray did not provide any additional information. A revision procedure took place. The ra lead was removed and inspected and no anomalies were noted. The ra lead was repositioned and measured through the pacing system analyzer (psa) and all lead measurements returned to normal range. The system remains implanted. To date, there have been no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later electively explanted and replaced five years later. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. There was also no capture at max outputs. Noise and oversensing were also reported. The lead planned to be replaced. To date, there have been no adverse patient effects reported.